Event description:
Customer report that when activating the infant heel warmer as instructed, it burst, and contents went across the room hitting staff member. The staff member was wearing gloves, therefore no skin exposure or adverse event to staff or patient. No demographic or other information provided.

Manufacturer narrative:
Device history review was completed on the reported lot number, v2a051. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No sample was returned for investigation. Therefore; a root cause could not be determined. Cardinal health will continue to monitor complaint trends.